Manufacturer narrative:
No hospital/medical records or medical images have been made available to the manufacturer. As the lot number for the device was provided, a review of the device history records is currently being performed. The device has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported during an angioplasty procedure, a pta balloon was inflated and a break was allegedly identified at the distal end of the catheter shaft. There was no reported consequence or impact to the patient.

Manufacturer narrative:
The device history records have been reviewed with special attention to the raw materials, subassemblies, manufacturing process and quality control testing. This lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. This is the only event reported to date for this lot number and failure mode. Visual/microscopic inspection: the balloon size for this product is printed on the balloon hub of the catheter and identified the returned sample as a 16mm x 2cm balloon. A complete circumferential outer shaft break was observed at the proximal balloon glue joint. The inner polyimide was noted to be intact. The break was examined under microscopic magnification and there were no obvious signs of stretching observed. The edges of the outer shaft break were observed to be jagged, indicating that the break was not clean. Functional/performance evaluation: no functional/performance evaluation performed. Medical records review: no medical records have been made available to the manufacturer. Image/photo review: no medical images have been made available to the manufacturer. Conclusion: the device was returned. The investigation is confirmed for a break, as a complete circumferential outer shaft break was found at the proximal balloon joint. Based on the visual inspection of the break, it appeared that excessive force may have been applied to the catheter shaft, as the edges of the break were uneven and stretched. However, the definitive root cause for the outer shaft break could not be determined labeling review: the current IFU (instructions for use) states: - warnings: when the catheter is exposed to the vascular system, it should be manipulated while under high-quality fluoroscopic observation. Do not advance or retract the catheter unless the balloon is fully deflated. If resistance is met during manipulation, determine the cause of the resistance before proceeding. - precautions: if resistance is felt during post procedure withdrawal of the catheter, it is recommended to remove the balloon catheter and guidewire/introducer sheath as a single unit. - use of the atlas pta dilatation catheter: apply negative pressure to fully evacuate fluid from the balloon. Confirm that the balloon is fully deflated under fluoroscopy. While maintaining negative pressure and the position of the guidewire, withdraw the deflated dilatation catheter over the wire through the introducer sheath. Use of a gentle counterclockwise motion may be used to help facilitate catheter removal through the introducer sheath.